Event description:
It was reported that stent dislodgment occurred. The moderately stenosed target lesion was located in the moderately tortuous and mildly calcified left circumflex (lcx) artery. A 2.25x28mm promus element ¿ drug-eluting stent was advanced to treat the target lesion. However, the device failed to cross the lesion. The physician attempted to remove the device and upon withdrawing the device, the stent dislodged into the intracranial artery. The physician then used a knotted guide wire to retrieve the dislodged stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The stent of the device was not returned to the cis for analysis. The bumper tip of the device showed no signs of damage. A visual and microscopic examination found no issue with the profile of the devices inner and markerbands. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device are all within the specified range. A review of these specified parameters against the batch records for the crimped unit, highlighted no abnormalities. A visual and tactile examination found damage to the inner wire lumen was stretched within the area of the balloon chamber. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The moderately stenosed target lesion was located in the moderately tortuous and mildly calcified left circumflex (lcx) artery. A 2.25x28mm promus element ¿ drug-eluting stent was advanced to treat the target lesion. However, the device failed to cross the lesion. The physician attempted to remove the device and upon withdrawing the device, the stent dislodged into the intracranial artery. The physician then used a knotted guide wire to retrieve the dislodged stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Corrected device evaluated by MFR from "the stent of the device was not returned to the cis for analysis." To "the stent was detached from the delivery system of the device. A visual and microscopic examination found that the stent struts were severely bunched together and distorted. The stent length was measured to be 22mm whereas the stent length should be between 26.5mm and 29.5mm. This type of damage is consistent with the stent meeting resistance or an obstruction during the withdrawal of the device." (B)(4).

Event description:
It was reported that stent dislodgment occurred. The moderately stenosed target lesion was located in the moderately tortuous and mildly calcified left circumflex (lcx) artery. A 2.25x28mm promus element drug-eluting stent was advanced to treat the target lesion. However, the device failed to cross the lesion. The physician attempted to remove the device and upon withdrawing the device, the stent dislodged into the intracranial artery. The physician then used a knotted guide wire to retrieve the dislodged stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.